Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "leaking around pump as noted. Pump segment of tubing was examined and noted to have a small leak just inferior to the superior blue pump connector. It is unknown how long the medication was hung when this leak was noted. There was no patient impact. Tubing was retained." An incomplete date of event of (B)(6) 2018 was provided. There was no patient harm.

Manufacturer narrative:
This has been determined to be a duplicate file. Reference manufacturer report number 9616066-2018-00735 for MDR reporting.